Event description:
Six french terumo pinnacle sheath inserted into right femoral artery. Had difficulty/ resistance putting catheter through this sheath. Dr. Attempted to remove catheter from said sheath but could not. Dr. Then had to remove sheath and catheter resulting in a 20 minute delay and new sheath had to be inserted. A new sheath was placed and the catheter was put into place, the procedure was completed without any additional issues or delays. There was no harm to the patient. 6fr terumo pinnacle sheath model: rss601 lot #: vg16 expiration date: (B)(6) 2019.